Event description:
It was reported that the generator displayed an error messages during a rf procedure. Back-up equipment was not available until the following day. The patient had already been given a local anesthetic when the procedure was canceled. There is no adverse event reported as a result of this malfunction.